Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer main 3.2 pocket failed to open. Hardware testing application diagnostics were performed and passed without errors. The back panel was opened, cables were reseated, and it was identified that the latch mount was loose due to a missing screw. The screw was located and secured to stabilize the latch assembly. All cubie pockets were then manually released, and the system was powered off to reseat the row board cables. After powering the system back on, the customer performed an inventory of all cubies with no failures observed. The customer confirmed the device was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer was failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.